Manufacturer narrative:
The customer¿s report of air in line (ail) alarms and the pump shutting off was confirmed. The pcu event log showed that at 5:24 pm on (B)(6) 2016 the pump module was programmed to infuse blood products at a rate of 400ml/hr . The infusion continued until 8:27 pm when the device was removed. The volume recorded as being infused during this period was 744.947ml. During the infusion, there were a total of 18 air in line alarms, 2 patient side occlusion alarms and 2 channel disconnects. The second disconnect occurred shortly after the device alarmed for air in line and was due to a loss of power. Both iuis from the returned suspect pump module had signs of corrosion and contamination. The module was tested for its ability to detect air in line and was found to be able to detect both an air in line bolus and accumulated air as expected. The root cause of the ail alarms was not identified. The root cause of the pump shutting off (channel disconnect) was identified as corroded/contaminated iuis.

Event description:
The customer reported a series of air in line (ail) alarms followed by the pump shutting off during a transfusion. The clinician in attendance made several attempts to clear any visible air and restart the pump for approximately 20 minutes before the pump shut off. There was no patient harm.